Event description:
It was reported that the customer was hospitalized for diabetic ketoacidosis, with a blood glucose reading of 589 mg/dl. The customer got a replacement insulin pump, and did not set up the bolus wizard. The customer also had a bent cannula. Troubleshooting was performed, and the insulin pump was programmed correctly except for the time which was one hour ahead. The insulin pump passed the prime and high pressure tests. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.